Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference number: 3005334138-2017-00149. During an ischemic ventricular tachycardia (vt) procedure, a pericardial effusion occurred. Approximately three hours into the procedure, while ablating in the left ventricle the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which no treatment was administered. The procedure was discontinued despite the second vt not being successfully treated. Shortly after the procedure, the patient's blood pressure recovered and another echocardiogram revealed the effusion was stable. The patient was sent to the ICU in stable condition. There were no performance issues with any abbott device.